Event description:
It was reported that the surgeon attempted to insert an aa4203tl silicone plate lens with toric and the lens was torn on injection. Patient contact is unk. Further information was requested but none forthcoming. If additional information is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic plate and a piece of the optic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.